Manufacturer narrative:
The reported event of could not remove the a- and v-leads from the header was confirmed. Analysis revealed there was blood accumulated n in the connector port front zones. The blood in these areas had a bonding affect between the inside of the connector port and the silicone lead body surfaces of the leads, which prevented the removal of the leads. The setscrews had no impact on lead removal since they were either untightened or removed by the physician and the leads still could not be removed. Once the bonds were broken the leads could be removed. The blood was possibly not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant.

Manufacturer narrative:
The reported event of could not remove the a- and v-leads from the header was confirmed. Analysis revealed there was blood accumulated n in the connector port front zones. The blood in these areas had a bonding affect between the inside of the connector port and the silicone lead body surfaces of the leads, which prevented the removal of the leads. The setscrews had no impact on lead removal since they were either untightened or removed by the physician and the leads still could not be removed. Once the bonds were broken the leads could be removed. The blood was possibly not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for device exchange procedure. During procedure it was noted that the set screws on the pacemaker were unable to be removed from the header. The procedure was completed by replacing the pacemaker, atrial and right ventricular leads. The patient was in stable condition.